Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There was no documentation in the file that indicated a causal relationship between liberty cycler use and the event of fluid overload. The nurse reported that the hospitalization was not related to the liberty cycler but that it was related to the patient¿s choice of pd solution strength. The patient¿s fluid overload was likely related to the patient¿s fluid balance management due to not being able to assess and choose the correct pd solution strength for pd therapy according to defined physiological criteria.

Event description:
A peritoneal dialysis (pd) patient reported she had been in the hospital for a couple days for an event not related to her pd. During follow up the patient's nurse reported that the patient experienced fluid overload and was hospitalized from (B)(6) 2017. The excess fluid (unknown volume) was removed. Per the nurse the reason for fluid overload was not confirmed but she presumed that it could have been that the patient continued to use 1.5% strength delflex instead of 2.5% when her weight was trending up. The nurse confirmed that the patient was prescribed 1.5% 2.5% and 4.25% low mg low ca delflex and is taught to use different strength as necessary. The patient was reported to also have dietary compliance issues as she reported eating out more frequently than usual. The patient was last reported to be doing better and does not have swelling or fluid overload.